Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to insulation damage and noise caused by subclavian crush. This lead was successfully replaced. No additional adverse patient effects were reported.